Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2010. According to the complainant, during the procedure after taking a biopsy sample bleeding occurred. The bleeding was controlled using a gold probe hemostasis device. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age is unknown; however, reported to be over 18 years old. (B)(4) - intervention required to stop bleed. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).